Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, and the treatment for urinary retention. It was reported that they are retaining a lot of fluids so they have a catheter in but they don't like it and requested assistance to increase stim. Pt said after the foley was removed on (B)(6), it took them a couple of days to urinate but they finally peed but then they put it back in because they were retaining fluid. Offered and assisted pt to synch with their ins and pt was successful to increase one tenth to 0.2. Pt said previously they were using the setting on 0.1. Redirected to their doctor. The patient mentioned unrelated medical history. This included patient said they have not been to their urologist in about 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.